Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge was loose and dislodged from the pump. Customer alleged that this issue led to 200 units of insulin being delivered by the pump resulting in a blood glucose (bg) level of 38 mg/dl. Bg was addressed by consuming juice and using glucagon. Tandem technical support reviewed the pump data and found no data to support the customer's allegation that 200 units of insulin had been delivered by the pump. Customer alleged the pump was not working properly. Reportedly, the customer reverted to an alternate pump for insulin therapy.

Event description:
Voluntary medwatch received via us mail from the FDA on 3/19/2018. Information provided not previously reported was the following: "her blood sugar dropped extremely fast and after four juice boxes, she hit a 38 mg/dl and used a micro-glucagon to keep from going unconscious". All other information included in the voluntary medwatch was previously reported to the FDA.